Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the unknown device failure was determined to be a type ia endoleak along with multiple type ii endoleaks (lumbar). The type ia endoleak event is user related due to the off neck proximal neck length of 10mm (should be greater than or equal to 15mm) as well as the sub optimal placement of the proximal extension. The type ii endoleak (lumbars) is anatomy related and is a non- device related failure. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: remove device code 3190. H6: remove result code 3233. H6: remove conclusion code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with an unknown device failure. However, the exact date of event is unknown. The physician elected to treat the patient by implanting two (2) suprarenal afx devices on 21 oct 2019. As of date, there have been no additional patient sequelae reported. Additional information: during the investigation the clinical personnel determined that the indeterminate endoleak was a type 1a endoleak along with multiple type ii endoleaks (lumbar). The final patient status was not reported post endovascular repair procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with an unknown device failure. However, the exact date of event is unknown. The physician elected to treat the patient by implanting two (2) suprarenal afx devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.